Event description:
The customer reported the system has a motion error message. This likely resulted in a loss of motorization. The system would be effectively unusable. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The potentiometer was replaced during the service call. The system was tested and found to be working as intended and put back into service.